Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device came in with a damaged front panel and a cracked case. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. Preventative maintenance was performed, and the housing was replaced to resolve the customer reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the case is cracked. The issue was found during testing. There was no patient involvement and no harm/adverse event reported.